Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm while delivering a bolus. She stated that the issue was resolved with a set change but had recurred. The blood glucose reading was 367 mg/dl. She was advised to disconnect and reconnect the reservoir and tubing and to manually push insulin slowly through the tubing with the plunger. She stated that insulin did exit. Customer was able to successfully prime the insulin pump. She stated that the blood glucose was high due to insulin not flowing correctly to her body. Nothing further was reported.